Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to find suitable locations while mapping several times with the leadless pacemaker. The device was not used, and a new one was implanted. There were no patient consequences.